Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation on his back and neck that had started under the patient's therapy electrode pads and had spread. The irritation was described as "fire red and itchy". The patient reported that he went to the hospital because the irritation became too severe. The patient was given different creams at the hospital. The patient reported that the electrodes left a burning mark on his skin. Follow-up indicated that the patient had ended use of the lifevest and the burns and irritation appeared to be clearing up.